Event description:
It was reported to philips that the battery (B)(4) had sat for a week but was fully charged, all leds remained illuminated. The customer then inserted the battery into a known working device and the unit would not recognize the battery. Furthermore, the first led light seemed brighter than the other four. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the battery (sn (B)(4)) had sat for a week but was fully charged, all leds remained illuminated. The customer then inserted the battery into a known working device and the unit would not recognize the battery. Furthermore, the first led light seemed brighter than the other four. There was no reported patient or user involvement and no adverse patient/user impact. One li-ion battery pack was returned for failure analysis. The reported problem of the battery not being recognized could not be verified in the lab. The battery was received without any charge and was able to charge in the heartstart mrx device. However, it took the battery longer than normal to charge, indicating the battery was significantly depleted. The battery was also received with requested condition cycle (battery needed calibration). This was successfully cleared after normal battery calibration.